Manufacturer narrative:
Philips service checked the connections and planned follow-up service activities, considering ippc replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that mickey mouse monitors intermittently failed to display video on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.